Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope had a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the event was confirmed, however; a probably cause was not identified and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.